Event description:
It was reported that the patient progressively experienced inadequate pain relief. The patient underwent a procedure where one lead was explanted, and a new lead was implanted and positioned to better capture the pain area. There were no reported complications postoperatively. The lead was not returned as it was discarded by the medical facility.